Event description:
Surgeon reported that trocar did not deploy when he was using to enter abdomen to perform lap band procedure. Trocar caused injury to infrarenal aorta and wall of the superior mesenteric vein. Diagnosis: morbid obesity.